Event description:
Reportedly, after the surgeon fired the instrument for the second time, the anvil and the cartridge disengaged from the instrument. After the operation was completed, it was confirmed by x-ray that a small box-shaped foreign material was in the pt. Procedure: lower anterior resection/double stapling.